Event description:
I had suffered for eight years from 1993-2001 from depression, panic attacks, stuttering, and then eventually high blood pressure that I was told was high for my age group and then heart palpitations. However, in 2000, I learned that people's health can be affected by mercury dental amalgam fillings. It was then I looked in a mirror at my teeth and counted 16 mercury dental fillings! I then went to my dentist to have them all replaced by white composite fillings. After I had them all replaced, nothing happened. But then after more research I learned about something called chelation therapy. I then began oral chelation therapy, taking 2,000-3,000 mg of vitamin c daily for five months. After just three months something miraculous happened, all my symptoms subsided and went away. I know in my heart that I suffered for eight long years of my life with undiagnosed mercury poisoning, however, I was allowed to consistently get more fillings put in leading up to the year 2000. My health was harmed and I suffered from mercury poisoning and I am writing to you to say that there are genetic defects in some people that do not allow them to excrete mercury from their body and it fills up in the body. I am a firm believer that I have such a genetic defect and I am writing you to say you must do something to help those who have had similar problems as I did. Mercury dental amalgam fillings are dangerous to people's health. Mercury dental amalgam fillings. I had all sixteen taken out of my teeth, four at a time, beginning in (B) (6) 2000. Dose or amount: 16 mercury fillings, route: po. Dates of use: (B) (6) 1993 - (B) (6) 2000, 8 years. Diagnosis or reason for use: I had them put in for cavities because there was no safe. Event abated after use: yes.